Manufacturer narrative:
A.1.-a.5. No patient information has been provided. D.4. The inspire 8f oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers (07jul2027) to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the perfusion system pack is (B)(4). G.5. The involved inspire 8f oxygenator is a non-sterile component assembled into a perfusion system pack that is distributed in the USA. The standalone oxygenator (catalog number 050703) is also registered in the USA (510(k) number: k180448). H.4. The device manufacturing date (07jul2025) refers to manufacturing date of the sterile, finished perfusion system pack into which the oxygenator was assembled. H.11. Livanova manufactures the inspire 8f. The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italian has received a report that, during bypass on CABG procedure, inspire 8f oxygenator was not performing as expected as the patient arterial blood was as dark as the venous blood. The anesthesiologist started ventilating the patient, medical team came off bypass and completed the procedure as an opcabg. At the end of the case, perfusionist noticed that patient arterial blood was bright red again suggesting that oxygenator was working properly. Medical team did not need to go back on bypass. There is no report of any patient injury.